Event description:
Mom reports up and down arrows do not always respond to presses. Patient has to press buttons really hard to get them to respond. Issue has been going on for about a month or more. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The date of the investigation report is (B)(4) 2012.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or damage. The up arrow and down arrow keypad buttons are intermittently responsive requiring excessive force to evoke a response when pressed. The contrast and ok keypad buttons are normally responsive and have normal spring back or click. The keypad was removed to investigate revealing visible contamination under the key contacts.